Manufacturer narrative:
Submit date: 10/20/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump set. Customer reports that after having connected the spike to the nutrition bag, there was leakage of the feed at the junction of the spike and the tubing. No patient injury.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Sixteen unused samples and one used sample were received for evaluation. After functional test and visual inspection was performed, the reported issue was confirmed. The root cause was due to a dimensional gap between the cross spike connector and tubing. A formal corrective and preventative action was opened to improve the dimensional gap between the cross spike connector and tubing, this will help mitigate leaking. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.